Manufacturer narrative:
Upon further investigation, the issue was discovered when the unit was being checked in a hospital's medical engineer's room, which is outside of use and prior to therapeutic application. There's no patient involvement. Based on this information, this complaint no longer meets reportability requirements.

Event description:
The customer reported that alarm led failed" alarm occurred. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The issue was discovered when the unit was being checked in a hospital¿s me room. No delay in therapy reported. Per service technician the occurrence of "check vent: alarm led failed" was confirmed. The service technician replaced the power switch overlay then the issue was resolved. No other abnormality was confirmed. The unit was checked overall, cleaned, run in tests and functionally tested.